Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cuff leakage was detected when the device was first used on patients. There was patient involvement, and unknown patient harm/adverse event reported. Mpepito (B)(6) 2024.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to tears in the device cuff. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the evaluation, the investigation confirmed the reported issue, but no manufacturing-related root cause was found. No actions have been assigned.